Event description:
Additional information received reported that many tests were performed. It was noted that the device was tested with other chargers but the charging problem remained. The healthcare professional (hcp) suspected that when the patient sat or laid down the excess adipose tissue was falling down on the generator and not allowing the transmission through the telemetry. It was noted that on (B)(6) 2013 the patient was submitted to a surgical procedure of low duration to insert the generator into the intradermal region. It was noted that following the procedure the reading in the generator was made accordingly. There was no problem with the product.

Event description:
It was reported that the programmer displayed the sync button issue and was not synchronizing with the neuromodulation device. The patient was operated on and was discharged on (B)(6) 2013. It was noted that during the day the patient performed 5 hours of charging attempts once completely uncharged. It was further noted that the decision was reached that the equipment to charge was broken. Patient was uncharged and felt a lot of pain. The patient¿s hospital stay was prolonged 1 day. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 37754, serial# (B)(4), product type: recharger.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger. (B)(4).